Event description:
It was reported that pump displayed cgm error 42 during sensor use with g7 sensor. There was no reported impact to the customer¿s blood glucose level. Technical support guided customer through complete pump reset, cgm error did not recur after reset, and customer successfully started new sensor session.